Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with irritation, itching, blisters and drainage extended beyond the patch perimeter. The reaction was treated with a prescription of an oral antibiotic medication (cefalexin 500 mg every 6 hours). At the time of the report, the patient stated that the blisters were healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).